Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon would not inflate. The 90% stenosed target lesion was located in a non calcified and moderately tortuous vein in the patient's left forearm. The symmetry balloon catheter was advanced to the lesion. During the first inflation attempt, it was noted that the balloon would not inflate at all. The physician felt there was possibly a hole between the guide wire lumen and the inflation lumen. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed a leak in the outer shaft.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: visual and tactile examination of the returned device revealed no damage to the shaft. The balloon was not folded or wrapped around the shaft of the device. Several marks were noted along the length of the balloon material. The device was attached to an inflation unit and an attempt was made to inflate the balloon when a shaft leak was noted. Microscopic examination of the leak site observed a 1mm cut, 273mm distal to the strain relief. It was not possible to inflate the balloon to its rated burst pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).